Event description:
A malfunction was reported with a malfunction code of malf 9 and a fault ID of 0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.